Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six days after a device replacement procedure the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and high rate non-sustained episodes. The rv lead remains in use. No patient complications have been reported as a result of this event. It was further reported through follow-up obtained from the clinic that a loose set screw on the patient¿s implantable cardioverter defibrillator (ICD) caused the lia to trigger. A procedure was done to correct the issue. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.